Event description:
It was reported by the aci sales professional that a (B)(6), male patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed "mild" pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the patient was anti-coagulated with angiomax. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that during the pull back step of the procedure the balloon lost pressure and the sheath came out of the tissue tract. The patient was converted to manual compression for 25 minutes and a "clamp" was used to achieve hemostasis. The patient was kept in the hospital overnight for observation per hospital protocol for all patients after an intervention procedure. The patient was discharged on (B)(6) 2013.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1312603) indicated that the device lot met all established performance criteria prior to shipment.